Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings, failed battery test, button error, excessive no delivery and low reservoirs from the insulin pump. The customer's blood glucose reading was 466 mg/dl. The customer treated with manual injections. The mother stated that the buttons were sticking last night. The customer stated that the pump also powered off. The customer was advised to clear the alarms with the escape and act buttons. The customer was advised to wait 5 seconds before inserting new (B)(6) aaa alkaline battery. The customer stated that the pump did not alarm failed battery test. The customer will be sent a replacement battery cap. The customer was advised to monitor the pump.